Event description:
The patient reported that her pump was removed "due to a defect". The manufacturer's representative reported the hcp stated the pump was replaced due to a granuloma. No patient symptoms were reported. The pump had been programmed to deliver morphine (concentration and dose were not reported). The pump and catheter were replaced. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.